Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the patient underwent a primary left l5-s1 spinal root decompression. 5 months later, the patient presented with a disc herniation at adjacent level on opposite side (l4-l5, right) with right leg pain which was moderate in intensity. The outcome of the event is unknown as the patient was lost to follow-up. The investigator classified this event as unrelated to adcon-l. The investigator noted "increased activity of patient" as a possible explanation for the event.